Event description:
The customer stated that she lost consciousness due to severe hypoglycemia. The reported blood glucose reading was 58 mg/dl. The customer stated that she had ripped the insulin pump off and cracked the display. The customer's husband stated that he thought the customer was in shock and was shaking at the time of the phone call. The customer's husband declined to have paramedics called, but he stated that he would take the customer to the emergency room if her blood glucose levels did not elevate. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a cracked, and bleeding liquid crystal display. No testing could be performed, due to the damage on the display.